Event description:
A demonstration unit was returned to olympus for inspection with no problem reported. Upon inspection and testing of the returned device, a worn connector socket was found. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found contact failure between the scope and video connector socket due to a worn connector socket. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was an imaging failure during the manufacturing process. As a measure, the power supply was replaced. Color bars are displayed when a scope is not connected. It is likely that the connection of the scope became unstable due to the worn-out connector socket. Olympus will continue to monitor field performance for this device.